Event description:
The complainant alleged that during an in-service training by a zoll sales representative, the device would not turn on. The complainant indicated that there was no pt involvement with this reported malfunction.